Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to breakage of the ps insert. The surgeon decided to convert the patient from a ps knee to a ts knee with femoral and tibial augments. Rep confirmed there are no allegations against the revised femur or baseplate, that the hospital will release only the insert for return.

Manufacturer narrative:
Corrected data - manufacturing date corrected to 03 dec 2008. Reported event an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection: the device was returned with a fractured post. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface and posterior side of the post, which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing, scratching, delamination and third body indentations. -medical records received and evaluation: not performed as medical records were not provided. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the post fracture is consistent with fatigue with final fracture occurring in overload. The damage on the articulating surface of the insert was consistent with burnishing, scratching, third body indentations, and delamination; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to breakage of the ps insert. The surgeon decided to convert the patient from a ps knee to a ts knee with femoral and tibial augments. Rep confirmed there are no allegations against the revised femur or baseplate, that the hospital will release only the insert for return.